Manufacturer narrative:
This report is submitted on january 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was incorrectly positioned in the cochlea, resulting in the decision to explant. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted february 6, 2017.